Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump was damaged. The customer reported that son is on pump and today something went wrong. The customer reported that there was crack around reservoir compartment. The reservoir is unable to lock in place when inserted into pump but doesn¿t seem like it¿s going to fall out. The customer stated that the insulin pump stopped delivering and son was hospitalized and had ketones and they believe it was pump and may need new one. The customer stated hospital gave him lantus and is released now. The customer was hospitalized on (B)(6) 2018 at around 5 pm with a blood glucose of 435 mg/dl. The customer declined further troubleshooting as pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed rewind test, prime test, excessive no delivery test and replacement test. The reservoir not able to stay locked in due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test or delivery accuracy test due to completely broken reservoir tube lip. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube at reservoir tube window, minor scratched lcd window, broken battery tube threads and cracked belt clip slot at battery tube threads area.